Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapsed and mesh was implanted. It was also reported that due to implantation the patient experienced pain, recurrence, bleeding, dyspareunia, and urinary problems. (B)(4) - undefined recurrence; dyspareunia; urinary problems. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03443. The same patient is represented in each medwatch.

Event description:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent laparoscopic umbilical hernia repair with mesh on (B)(6) 2013. It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03443. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.